Manufacturer narrative:
(B)(4) has been issued to have the device returned. Evaluation performed: the battery was retuned and evaluated. Visually, there were no signs of overheating or burning, functionally, the battery was run for an hour and checked with a laser temperature gun on the housing of the battery on the top and both sides. Three readings were taken and averaged. At start up the average temp was 92f degrees and after one hour 113f degrees. The battery issue could not be reproduced.

Manufacturer narrative:
RMA (B)(4) has been issued to have the device returned.

Manufacturer narrative:
(B)(4). Initial pr 8923 issued mfg report # 1525712-2011-00365 with invacare (B)(4) as the manufacturer. The correct manufacturer is invacare (B)(4).

Event description:
The consumer alleges the battery charger got so hot, it burned his hands. No serious injury is alleged.

Event description:
The consumer alleges the battery charger got so hot, it burned his hands. No serious injury is alleged.

Event description:
The consumer alleges the battery charger got so hot, it burned his hands. No serious injury is alleged.